Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that several knives were blunt during separate surgeries. Alternate knives were obtained in order to complete the procedures. There was no impact to any patient. Additional information has been requested. Additional information received clarified that the blunt knives were noted during cataract surgeries.